Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient's age and dob's were requested but not provided.

Event description:
The anesthesiologist reported that within the past two weeks there have been multiple events in which the pcu's and pump modules often unexpectedly shut down in the operating room, as well as during transport of a patient to the receiving unit without warning or alarm. The events occurred when the devices were bumped by an IV pole, or rolled over a threshold in which one or more pump modules would "disconnect". There were no specific details regarding the events other than the presumption that this was a common occurrence and not considered to be abnormal, unusual or a malfunction of the devices. Although there were no patient event details provided, this customer stated there may have been non-specific interventions required to counteract the event.